Event description:
A group of falsely elevated troponin I results was obtained on a patient's sequential samples. The results were reported to the physician. The samples were rerun on an alternate instrument (alternate methodology) and lower, negative results were obtained. It is unknown if patient treatment was altered or prescribed on the basis of the elevated troponin I results. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is heterophilic antibody binding. The IFU for stratus cs cctni testpak contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.